Manufacturer narrative:
Literature citation: chaudhuri a, dey r, multi-component parallel endografts at complex tevar may be prone to modular dislocation causing novel endoleaks: a tale of two cases, ejves short reports (2015), http://dx.doi.org/10.1016/j.ejvssr.2015.10.004. Alpha thoracic, cook aortic intervention device, two 13mm x 10cm gore® viabahn® endoprostheses with propaten bioactive surface : no lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
In the medical literature, "multi-component parallel endografts at complex tevar may be prone to modular dislocation causing novel endoleaks: a tale of two cases" was reviewed. Two cases of complex thoracic endovascular aneurysm repair (tevar) with endoleakage due to modular dislocation of multi-component left subclavian parallel endografts in periscope configuration were reported. In this case, a (B)(6) man presented with a chronic type b aortic dissection with combined true and false lumen diameter of 65 mm. He was treated by tevar using a dedicated type b aortic dissection "petticoat" device (alpha thoracic, cook aortic intervention), and a three-piece left subclavian arterial periscope using three 13mm x 10cm gore viabahn endoprostheses with propaten bioactive surface. There were no endoleaks on the completion angiography. It was stated that a computed tomography angiogram at 4 weeks revealed a 7mm modular disconnection in the upper overlap, although the lower one was intact. The gap was bridged by percutaneous deployment of another 13mm x 10cm gore viabahn endoprosthesis with no further complications.